Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient received an inappropriate shock due to the implantable cardioverter defibrillator (ICD) incorrectly detecting an episode of atrial fibrillation (af) with rapid ventricular response. This shock also converted the patient's ongoing atrial arrhythmia episode. A magnet was placed over the ICD to disable therapy and the ICD remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.